Event description:
I work at an infusion center. Another infusion center reached out with a concern regarding the potential loss of clinically significant (i.e. > 10%) amounts of drug (e.g. Bortezomib) when administered subcutaneously using the b braun onguard cstd(closed system transfer device). I looked into this and have the following to offer: clinical concern does utilization of the onguard cstd on small volume, subcutaneous administration lead to an underdosing of patients prescribe drug? Product info (onguard cstd) ¿ phone call with company and email communication confirmed there is dead volume in both the syringe adapter and luerlock adapter that will result in drug loss luerlock dead volume = 0.057ml syringe dead volume = 0.041ml maximum drug volume loss to dead space = 0.098ml, effectively 0.1ml cstd part info used onguard 2 cstd luer lock adapter, ref 412160, lot ubm534, exp 8/31/2025. Onguard 2 cstd syringe adapter, ref 412163, lot ubn567, exp 2/28/2026 drug(s) affected the only hazardous drug commonly used in our clinical practice in small volumes is bortezomib bortezomib is only given via subcutaneous administration (standard practice over ivp(intravenous pyelogram) as there are less toxicities). Acceptable drug loss, acceptable drug loss to a patients prescribed dose is 10% [reference ¿ asco post / hopa] analysis ¿ determination of minimum drug volume drug volume (ml) x 0.1 ? 0.098ml therefore, the minimum drug volume so as to not exceed 10% loss would be = 0.98ml or 1ml (for practical purposes) experiment #1 (I tested this) ¿ demonstrate volume loss with onguard cstd setup step 1: syringe 1 -> onguard syringe adapter (pull up 0.7ml into syringe via connection to vial adaptor -> sw vial) final result: 0.7ml sw in syringe 1 step 2: connect syringe 1 -> onguard syringe adapter to onguard luerlock adapter -> 25 gauge needle step 3: depress contents to syringe 1 setup in step 2 into empty syringe 2. Final result: 0.6ml sw in syringe 2 recovered. Confirmed 0.1ml sw lost and retained in cstd components experiment #2 (I tested this) ¿ demonstrate full transfer of drug volume with onguard cstd and 'air lock' or 'air sandwich' technique setup step 1: steps 1-2 repeated as in experiment #1 step 2: pull ~0.2ml air into syringe setup from step 1, and move bubble to top of syringe, distal to needle step 3: depress contents of syringe 1 setup in step 2 into empty syringe 2; final result: 0.7ml sw in syringe 2 recovered. Confirmed full transfer of sw with cstd retained and additional nursing technique discussion utilization of the onguard cstd for administration of small volumes of drug delivered via subcutaneous administration will lead to underdosing patients as demonstrated by the experiments above. We will need to intervene to ensure patient dosing is not clinically compromised. Interventions to address the problem include (a) removing the cstd and using a red cap, (b) maintaining the cstd and adding a nominal volume of drug to account for the drug loss (e.g. 0.2ml drug), (c) maintaining the cstd and increasing drug volume through a more diluted product, (d) maintaining the cstd and having the rn utilize the 'air lock' or 'air sandwich technique.' Conclusion in order to optimize safety and maintain the cstd, we will draw up the prescribed drug volume in a syringe with an attached onguard cstd and have the rn utilize the 'air lock' or 'air sandwich technique,' consistent with an ons article/recommendation. References https://voice.ons.org/news-andviews/ make-subcutaneous-administration-more-comfortable-for-your-patients#:~:text=air%20lock%20or%20air%20sandwich,site%20reactions%20and%20patient%20discomfort pmid: 31775580 -- I am submitting this report today as clinicians need to be alerted to make interventions on this. (B)(4). Ref report: mw5118779.